Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted from clinic on (B)(6) 2020 with fluid overload and shortness of breath. It was determined that the patient was in right ventricular failure. The patient had mildly reduced right ventricular function from before implant. The device reportedly did not cause or contribute to right heart failure. There were no low flow alarms present. The patient was started on intravenous dobutamine and diuretics. The patient was successfully weaned off of dobutamine and deemed stable for discharge on (B)(6) 2020. There were no adjustments made to the pump speed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported right heart failure could not be conclusively determined through this evaluation. A direct cause for the reported event also could not be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. No further information was provided. The manufacturer is closing this event.